Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Approximately two and a half (2.5) years post implant, it was reported the patient had a thrombus around the device. Upon further review of the computed tomography (CT) images, bright areas as organized and evolved clot that has calcified over were noted. There were no patient complications.